Manufacturer narrative:
This device remains in service. This report will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate shocks for atrial fibrillation with rapid ventricular response. Boston scientific technical services (ts) reviewed episode and all shocks delivered were not successful in converting the rhythm and the therapy was exhausted. Additional information indicates that the patient was cardioverted. This ICD still remains in service. No adverse patient effects were reported.